Manufacturer narrative:
The device was not returned to olympus for inspection, therefore, the customer's reported issue could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the biopsy forceps were broken and may have been left inside the scope. As a precaution an x-ray was performed to check the patient's stomach but nothing was found. The damage to the biopsy forceps was discovered after the examination, during reprocessing, so it is unclear when the forceps became damaged. It was further noted that the diagnostic procedure was completed using the subject device. There were no reports of patient harm.